Event description:
It was reported during an attempted implant, when the rv lead was inserted into the ICD header, high pacing impedance was observed. Lead was disconnected and re-tested through the analyzer, high pacing lead impedance was still observed. Lead was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.